Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: pt self tester went to ed on (B)(6) 2011 due to pneumonia, coughing caused internal bleeding. Pt was hospitalized from approx (B)(6) 2011. Date: approx (B)(6) 2011; inratio: 2.2; lab: 8.8. While in hospital: inratio: 1.1; lab (sample type: venous): 2.1. Date: (B)(6) 2011; inratio: 1.6; cardiologist's office: 4.1 (different brand meter). Pt was given vitamin k on approx (B)(6) 2011 based on lab results. Pt was taking antibiotics while in the hospital.

Manufacturer narrative:
Investigation pending.